Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon was porous. The customer reported that after it was removed, it was not inflated. The patient was reintubated twice in 24 hours.